Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated they were on program 1 on a very low setting and then maybe a year or two after, the program kind of didn't work. They stated they changed to program 2 and felt stimulation in their butt cheek. They stated instead of the tapping pulse it would send pain. No further complications were reported or anticipated.